Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use a backup insulin pump while awaiting a replacement pump with updated software from technical support. They were instructed on various procedures for the replacement, including placing the old pump in storage mode and returning it within 10 days. The caller acknowledged all instructions and a replacement pump was sent.